Event description:
Device appears to be over-sensing on the atrial lead. Device appears to be over-sensing/under-sensing on the atrial lead in stored egms. Do not appear to be true at/af episodes. Unable to confirm atrial capture in some stored episodes. Atrial polarity switch on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).